Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned; therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed and a root cause for the reported failure mode cannot be determined. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is beinem as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.capa0 to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy surgical procedure, it was observed that the inflow tubing fms vue 24pk device was leaking and lost water. According to the reporter, the liquid was flowing over the pump down from the leak of the tubing. It was further reported that the tube was leaking (water drops) during use; then after surgery, a cut was found on the tube. It was reported that after the removal of tube, water started flowing out of the pump as well. It was reported that a crack (2cm long) in the tubing on the high from the irrigation role was noticed after surgery. The procedure was completed with the same tubing without delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: d4; expiration date: the expiration date was inadvertently missed in the initial report and has been updated as 11/30/2017. H4: device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 11/19/2015. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.